Event description:
It was reported a patient underwent a total knee repair procedure. On (B)(6) 2022 and topical skin adhesive was used. Post surgery outcome, patient has blister, and delayed recovery for 3 weeks hospitalization. Delayed physio. Antibiotic is given to avoid infection. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: (B)(4). Additional information: please refer to the picture attached for your reference. Did the patient experience a post-op device malfunction? Unknown. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown. Did the patient require revision surgery or hardware removal? Unknown. Patient status/ outcome / consequences? Yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Blister. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. If yes, describe. Blister, recovery delayed 3 weeks. Is the patient part of a clinical study? Unknown. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure date (dd/mm/yyyy)? Ans: (B)(6) 2022. What date did the reaction occur on (dd/mm/yyyy)? Ans: (B)(6) 2022. 3. Was there any medical or surgical intervention performed (product removed; re-operation; re- closure; prescription medication)? If so, please specify. Ans: antibiotic is given to avoid infection. If medication was required, please clarify if it was prescription strength. Ans: na. Was the patient's hospitalization extended due to the reported incidence? Ans: yes, 3 weeks. Can you identify the lot number of the product that was used? Ans: nil. What is the most current patient status? Ans: doing physio after the blisters are completely gone. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Ans: it was the surgeon's first experience. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. 1. Was any surgical intervention performed? Ans: no. 2. Please describe how was the adhesive was applied. Ans: the hcp follows the procedure as per the dermabond® prineo® skin closure system (22cm) application video on the youtube channel with url: https://www.youtube.com/watch?v=sgaro8di-dg 3. What prep was used prior to, during or after adhesive use? Ans: very minimum amount of aspirin was used on the patient. 4. Was a dressing placed over the incision? If so, what type of cover dressing used? Ans: gauze 5. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Ans: no 6. Is the patient hypersensitive to pressure sensitive adhesives? Ans: no 7. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Ans: yes 8. Patient pre-existing medical conditions (ie. Allergies, history of reactions) ans: no 9. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Ans: no 10. What. Is current patient status? Ans: healthy. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.